Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) fault alarm while at home. The patient visited the hospital and log files were downloaded. Log file analysis revealed an lvad_internal_fault associated with an (f46) eeprom_communication_error. Electrostatic discharge (esd) was being considered as the cause of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that a pump reset was performed and the alarm cleared. The patient was home with no active alarms.

Manufacturer narrative:
D4: catalog number manufacturer's investigation conclusion: review of the submitted log files confirmed an internal left ventricular assist device (lvad) fault alarm as well as a pump reset consistent with an electrostatic discharge (esd) event; however, a specific cause for these findings could not be conclusively determined through this evaluation. The patient reported an lvad fault alarm on (B)(6) 2024 with unknown cause. Review of the submitted log files confirmed an internal lvad fault alarm that was associated with an lvad communication issue. Just prior to the lvad fault alarm, the log files also confirmed a pump reset event with low speed advisory, low flow, and lvad off alarms, which was consistent with an esd event. The pump otherwise operated at the fixed speed, and there were no other notable alarms active in the log files. At the suggestion of abbott technical services, the patient¿s pump was reset to clear the alarm. No further alarms were preset, and the patient was at home as of (B)(6) 2024. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 7 ¿alarms and troubleshooting¿ describes system alarm conditions, including the lvad fault alarm, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.